Event description:
Boston scientific received information that this device experienced higher than desired charge times and as a result declared end of life (eol). The device will be explanted and replaced. To date, no adverse patient effects have been reported.

Event description:
New information became available that this device was explanted and successfully replaced without incident.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.